Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user has been experiencing fluctuations in impedances for the last couple of years. It is unknown if the user's hearing performance with the device is affected but recently the user has been removing the processor more than usual. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user has been experiencing fluctuations in impedances for the last couple of years. It is unknown if the user's hearing performance with the device is affected but recently the user has been removing the processor more than usual. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has been experiencing fluctuations in impedances for the last couple of years. It is unknown if the user's hearing performance with the device is affected but recently the user has been removing the processor more than usual. Imaging and re-implantation are being considered but no date has been scheduled yet due to coronavirus.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been experiencing fluctuations in impedances for the last couple of years. It is unknown if the user's hearing performance with the device is affected but recently the user has been removing the processor more than usual.